Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl, and disorientation. Reportedly, customer forgot to take a bolus prior to consuming carbohydrates, and the pump's control iq software corrected for a rising bg level. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.